Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high ise indirect gen.2 sodium results for an unknown number of patient samples. The customer suspected the issue was due to an update to the settings in the rack buffer system which caused a backlog of sample aliquots. The delays in testing the aliquots then caused an increase in the sodium results. The primary sample tubes were repeated and of the data provided for 39 patient samples, only the results for eight patient samples were discrepant. Information concerning if any erroneous results was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
Further investigation was performed where sodium and potassium was tested on cobas 8000 ise module 1 hour, 2 hours, and 3 hours after the part of the samples were left in the buffer of the cobas 8000 and one part of the samples was left on the laboratory bench. A maximum increase of 2.3% in the sodium concentration was found. The high sodium results received by the customer are not explained by evaporation, even if the samples stayed in the instrument for up to 3 hours. A specific root cause for the event could not be determined.

Manufacturer narrative:
The incident was investigated by the manufacturer and could not be confirmed. The customer's setting for the rack buffer system was found to be set to "2" not "1" as documented in product labeling. In addition the sample loading time was checked and it was verified the samples were delayed for a long time. The maximum time between sample loading and initial processing was just over eight minutes.